Event description:
It was reported the patient¿s pain worsened five days prior to call. It was noted the patient¿s device was on, but need reprogramming. It was reported the patient lost the adaptive stimulation settings. It was noted the patient was able to communicate with device. It was reported the patient was able to be reprogrammed. It was noted the patient was able to walk out of the clinic and was doing well. It was reported the patient had no abnormal impedances or difficulties noticed with the device.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).